Event description:
It was reported that the unit was missing the metal tip. It was further reported that there was no pt involvement or reports of any adverse consequences.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.